Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Nurse reported customer is at the hospital in the intensive care unit due to ketoacidosis. The patient was transported to the hospital via ambulance and upon arrival in the hospital she became unconscious. Nurse reported customer was treated with an infusion of insulin; no additional information was provided. Requested alleged pump for evaluation and replacement was provided.